Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed by the review of product. Upon investigation the tips of the drivers appear to be worn and rounded. This is a possible failure following repeated use. The device has been in the field for approximately 15 months. Based on the damage of the returned device no dimensional or functional analysis can be performed. Due to the condition of the returned device the likely cause of the surgeon having difficulty removing screws is wear. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: peg screw 2.5mm x 16mm, cat#: 131212516, lot#: 446600; peg screw 2.5mm x 28mm, cat#: 131212528, lot#: 051150; peg fully thread 2.5mm x 12, cat#: 131212612, lot#: 367020; peg fully thread 2.5mm x 18, cat#: 131212618, lot#: 182050; peg fully thread 2.5mm x 18, cat#: 131212618, lot#: 333780; peg fully thread 2.5mm x 20, cat#: 131212620, lot#: 690800; peg fully thread 2.5mm x 20, cat#: 131212620, lot#: 776550; peg fully thread 2.5mm x 24, cat#: 131212624, lot#: 367070. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07071 and 0001825034-2017-07072.

Event description:
It was reported that during the removal of a fracture plate due to the healing of the patient's bone, the driver tip was worn, making it difficult to remove the screws. No adverse events have been reported as a result of the malfunction.